Manufacturer narrative:
(B)(4). Batch # l5160l. Month and day unknown. Only year (2017) is known. Device evaluation: the analysis results showed that one ecr60b cartridge reload was returned with 7 drivers missing making the reload non-functional. In addition the cartridge pan was noted to be dislodged at the proximal end. Although no conclusion could be reached on what caused the drivers to be out of position, it is possible that the damage happened during transit. In addition it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. The following information was requested, but unavailable: how did the device malfunction?

Event description:
It was reported that during an unknown procedure the device malfunctioned. There were no patient consequences reported.